Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 977a260 lead implanted: (B)(6) 2013, 97714 ipg implanted: (B)(6) 2013, 977a260 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.